Event description:
The consumer reported that their settings were relatively high and their implantable neurostimulator (ins) decided to fail in (B)(6) 2016. After having it die for a week, the patient started non-stop nausea and vomiting that ended up in a long hospital stay as they started cyclic vomiting on top of gastroparesis. After pacer placement and waiting a couple weeks, the patient had seen their symptoms decrease yet again. The indication for use for this patient was gastric stimulation.

Event description:
Additional information received from the consumer reported that the device was removed and replaced due to being completely dead. According to the manufacturer's records, the patient's new device was implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.